Event description:
Additional information was received indicating the right atrial lead from another manufacturer was suspected to be fractured. The pacemaker was reprogrammed to vvi and a follow-up visit was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right atrial lead from another manufacturer exhibited high out of range pace impedance measurements. It was also noted that the patient believed their pacemaker had made a noise. Boston scientific technical services discussed this device is not capable of emitting tones. The system remains in service. No adverse patient effects were reported.